Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose level was 25 mmol/l. Customer was treated by giving bolus. Customer stated that they having problem with insulin pump that insulin pump¿s battery does not lasting for more than one week. Customer stated that there was replace battery alarm in alarm history. Customer was assisted with troubleshooting for battery issue. Customer declined the troubleshooting for high blood glucose level. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.